Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the na electrode on a cobas 6000 c501 module. The affected samples recovered high na values that were 10 mmol/l lower when tested on a second analyzer. No specific patient data was provided.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer found a white substance clogged in the sipper syringe. The ise housing and pinch valve were cleaned. Calibration and controls were run. Controls recovered within range. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. During the investigation, it was also determined the customer was not following product labeling for the recommended calibration scheme. The customer mixed the calibration standards.